Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming? No disposable. It was reported the end user was able to restart the pump however about two hours later the residual volume had not decreased at all. Per reporter residual volume was: 12.1 no additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming? No disposable. It was reported the end user was able to restart the pump however about two hours later the residual volume had not decreased at all. Per reporter residual volume was: 12.1 no additional information is available at this time.